Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) of 480 mg/dl, chest pain and excessive vomiting. The customer was released from the ER 24 hours later. No additional information was provided, and customer declined further troubleshooting with tandem technical support.